Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 260mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery, unexpected restart alarm test due to constant motor error alarm during bolus delivery. All operating currents were normal. No unexpected low battery or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.